Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and confirmed right ventricle (rv) lead damage. Technical support was contacted and confirmed rv lead damage. The physician opted to not perform any intervention and will continue to monitor the rv lead. The patient was in stable condition.